Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-118- user applied blood to strip before inserting strip into meter test strip (B)(4). Note: manufacturer contacted customer on 9/19/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer is still experiencing symptoms. No medical attention was required. Customer satisfied with the product.

Event description:
Consumer reported complaint for e-3 blood glucose results. Accompanied by symptoms. (B)(6), family member is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling dizzy. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2017, a blood test was performed non-fasting by the customer and produced test results of 229 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 04/14/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer called in states the meter read e-3. After troubleshooting the meter read 229 mg/dl non-fasting. Customer states the result is satisfactory. Customer states he feels dizzy at the time of call. Customer was instructed to speak with his doctor regarding his symptoms or to seek medical attention and call 911 if symptoms persist or get worse. Customer denies the need for medical attention at the time of call.